Event description:
Pulmonologist was at the bedside to discontinue an icy cooling catheter. Upon withdrawing, the catheter got stuck. Orders to get fluoroscopy while md held pressure. Obtained fluoro. Catheter did not appear to be stuck on ivc stent. Cardiac surgeon arrived; pulled icy catheter out completely. Upon inspection, 3/4 of the 3rd most distal balloon was missing. This is approximately 5-cm to 6-cm and appearsto have torn on the proximal aspect of the catheter and then sheared offdistally. Cta of thorax, abdomen and pelvis were obtained to look for the balloon. All results were negative. All measures to locate a foreign body were implemented and no foreign body was found.